Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead had fractured. Oversensing was observed with pacing inhibition. An invasive procedure was performed and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned severed 147 millimeters (mm) from the terminal pin. The terminal end and the tip segment were returned, however a mid-body portion of the lead was not returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An x-ray was performed and no fractures were noted. Laboratory testing was unable to reproduce the reported clinical observations on the returned portions of the lead.

Event description:
--